Manufacturer narrative:
Despite request and/ or customer indicated that the device would be returned; however, the device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period may-2019 through april-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure. Initially, the iab did not trigger off electrocardiogram (ECG) or pressure. The customer swapped out the console, but the same issue occurred. The transducer was then connected to the iab and the iab was able to inflate. There was a discrepancy in blood pressure of approximately 60 between the console and radial arterial line. It was confirmed that their arterial line was accurate. The position of the iab was confirmed under x-ray. The iab continued to inflate triggering off ECG. There was no patient harm or adverse event reported.